Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred during the load process. The customer reported their blood glucose level to be somewhere between 90-150 (mg/dl).there was no impact to the customer's blood glucose level. Reportedly, the customer would use manual injections as alternate insulin therapy.